Event description:
The nurse reported that the central nurse's station (cns) went "black," so they rebooted the monitor. After the reboot, all patient tiles came up as communication loss. The telemetry transmitter shows patient vitals but nothing is going to the cns. Their it staff took over troubleshooting from there. They reported that when they went to the network closet, there was a switch that had no lights. When they finally replaced the switch, the cns started to show the patient tile they needed to monitor. Then the one tile in use was giving "check electrodes," so the nurse went to check on the patient and found that he was not available. After they got the patient hooked up to the leads, the information came up normally. No further issues at this time. Only one telemetry transmitter was in use. The rest are powered off. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 04/06/20, the nurse at mcbride orthopedic hospital reported that the screen on the central nurse's station (cns) (mu-971ra sn: (B)(6)) went "black". The monitor was rebooted, after which all tiles displayed a "comm loss" error message. The cns was monitoring one telemetry device which was showing vitals however was unable to transmit to the cns. The customer's it dept found a failed switch in the network closet. They were provided with the replacement part: a/at-fs724l-10 switch 24 port, allied telesyn. The replacement switch was installed and the cns was able to resume communication. Service requested/ performed: troubleshooting. Investigation summary: troubleshooting determined the root cause of the communication loss was a failed network switch. The cns operated as designed and notified the operator of the issue with a "comm loss" error message. The reported issue does not involve a deficiency or malfunction of the cns. Investigation determined the issue poses medium risk. Additional device information: d10: concomitant medical device: a telemetry transmitter was being used in conjunction with the cns, but the model and serial number was not provided.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) went "black," so they rebooted the monitor. After the reboot, all patient tiles came up as communication loss. The telemetry transmitter shows patient vitals but nothing is going to the cns. Their it staff took over troubleshooting from there. They reported that when they went to the network closet, there was a switch that had no lights. When they finally replaced the switch, the cns started to show the patient tile they needed to monitor. Then the one tile in use was giving "check electrodes," so the nurse went to check on the patient and found that he was not available. After they got the patient hooked up to the leads, the information came up normally. No further issues at this time. Only one telemetry transmitter was in use. The rest are powered off. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: a telemetry transmitter was being used in conjunction with the cns, but the model and serial number was not provided.

Event description:
The nurse reported that the central nurse's station (cns) went "black," so they rebooted the monitor. After the reboot, all patient tiles came up as communication loss. The telemetry transmitter shows patient vitals but nothing is going to the cns. Their it staff took over troubleshooting from there. They reported that when they went to the network closet, there was a switch that had no lights. When they finally replaced the switch, the cns started to show the patient tile they needed to monitor. Then the one tile in use was giving "check electrodes," so the nurse went to check on the patient and found that he was not available. After they got the patient hooked up to the leads, the information came up normally. No further issues at this time. Only one telemetry transmitter was in use. The rest are powered off. No patient harm reported.